Manufacturer narrative:
(B) (4) -other (no device failure): eval: method (other): lens work order search. Results (other): visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the work order. (B) (4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the pt's eye. The pt moved when the lens was being inserted and caused the lens to pop out. There was no pt injury. Add'l info has been requested, but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be submitted.